Event description:
Hcp report source adverse event reported : ruptured implant hello, I am trying to get more information about my existing implant and any warranty coverage which may be available after I was diagnosed with a rupture of one of my implants. Would someone be able to assist me with this? Thank you. Round silicone gel(?) Year (redacted) best, (pt name redacted) if capsular contracture, what is the baker grade? N/a does your patient have prior history of capsular contracture? N/a which side is this happening on? Unknown implant information: left catalog number unk_gel left serial numberunk_gel right catalog numberunk_gel right serial numberunk_gel are the devices smooth or textured? Unknown did you have implants replacements: doe not scheduled were you replaced with mentor gel? Doe not scheduled if implants removed, did the symptoms improve? Doe not scheduled.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).